Event description:
The following was reported to hamilton medical ag: when the ventilator got connected to the endotracheal tube (ett), the ventilator device stopped with ventilating and alarmed. This occurrence was noticed during patient ventilation. Various alarms were observable both visually and through hearing (continuous). Patient alarms; (B)(6) (expminvollow), (B)(6) (exhalation obstructed), (B)(6) (peeplow), (B)(6) (disconnection patient). The device log files do not show any technical failures nor technical events (tf/te). The faulty ventilator device got checked after being exchanged and it is stated that there was a potential that a part of the ventilator tubing was loose or not screwed in tight at the side. However, during the start-up the ventilator passed all checks successfully. This malfunction was reproducible when using one and the same ventilator device. And was solved after that the ventilator device was exchanged. There is patient involvement reported. The event occurred during ventilation. There was need for medical intervention reported. 3x attempts at disconnecting the ventilator device and manually bagging the patient. The ventilator device got exchanged successfully. Neither delay in treatment nor harm to the user or third party has been reported. However, harm to patient is reported but not further explained. The patient was suffering from hiv+ and therefore the staff disposed the breathing cirquit. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Manufacturer narrative:
Investigation ongoing. Hamilton medical ag complaint number: cer (B)(4). UDI related data quality updates only: field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: when the ventilator got connected to the endotracheal tube (ett), the ventilator device stopped with ventilating and alarmed. This occurrence was noticed during patient ventilation. Various alarms were observable both visually and through hearing (continuous). Patient alarms; pa141005 (expminvollow), pa141018 (exhalationobstructed), pa141052 (peeplow), pa141017 (disconnectionpatient). The device log files do not show any technical failures nor technical events (tf/te). The faulty ventilator device got checked after being exchanged and it is stated that there was a potential that a part of the ventilator tubing was loose or not screwed in tight at the side. However, during the start-up the ventilator passed all checks successfully. This malfunction was reproducible when using one and the same ventilator device. And was solved after that the ventilator device was exchanged. There is patient involvement reported. The event occurred during ventilation. There was need for medical intervention reported. 3x attempts at disconnecting the ventilator device and manually bagging the patient. The ventilator device got exchanged successfully. Neither delay in treatment nor harm to the user or third party has been reported. However, harm to patient is reported but not further explained. The patient was suffering from hiv+ and therefore the staff disposed the breathing cirquit. The investigation is still ongoing.